Manufacturer narrative:
It was reported that an event did not go the event queue because of guardrails in place. A clinical review was reviewed by clinical operations and medical safety on 10 june 2025. On (B)(6) 2025, device triggered for ventricular tachycardia; cardiologs analysis determined the events to be atrial fibrillation. Due to configured hr thresholds of atrial fibrillation in secondary analysis, the events were not sent for cardiology technician review when it was received. The arrhythmic finding was identified on (B)(6) 2025 during report preparation and subsequently reported as an urgent notification. This is determined to be a delayed diagnosis of new onset atrial fibrillation of approximately 4 days. This was an internal finding.

Event description:
It was reported that on (B)(6) 2025 an atrial fibrillation (af) event did not go to the event queue due to guardrails that are in place. Upon further review on (B)(6) 2025, the mcot device triggered for ventricular tachycardia; cardiologs analysis determined the events to be atrial fibrillation. Due to configured heart rate (hr) thresholds of atrial fibrillation in secondary analysis, the events were not sent for cardiology technician review when it was received. The arrhythmic finding was identified on (B)(6) 2025 during a report preparation and subsequently reported as an urgent notification. This is determined to be a delayed diagnosis of new onset atrial fibrillation of approximately 4 days. This was an internal finding. Currently, there is no information available on the patient impact or outcome.

Manufacturer narrative:
It was reported that the patient experienced atrial fibrillation that did not go to the event queue because of guardrails in place. On (B)(6) 2025, the mcot device triggered for ventricular tachycardia; cardiologs analysis determined the events to be atrial fibrillation. Due to configured hr thresholds of atrial fibrillation in secondary analysis, the events were not sent for cardiology technician review when it was received. The arrythmic finding was identified on (B)(6) 2025 during report preparation and subsequently reported as an urgent notification. This is determined to be a delayed diagnosis of new onset atrial fibrillation of approximately 4 days. Evaluation was unable to be performed as the device was not returned or is unable to be recovered. Msa information was reviewed and found his is determined to be a delayed diagnosis of new onset atrial fibrillation of approximately 4 days.